Event description:
An insulet clinical services manager reported that she received a phone call from a customer stating that she went to the emergency room due to high blood glucose levels which she could not correct. She believes that she had diabetic ketoacidosis. No treatment detail was reported. Multiple messages were left for the patient, but she did not return them.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided.